Manufacturer narrative:
Other, other text: additional information was received from the customer indicating that the fault occurred during preventative maintenance testing. There was noted to be no patient involvement or alarms that had occurred.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found cracked tank cover, wear and tear damaged enclosure, front cover, plate clip, and line cord, as well as shorted out pcb and power switch. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device front cover was removed for investigation, and line cord plugged in to check for power. The reported customer complaint has been confirmed; something caused a short in the pcb. The device had no power. Problem source has been determined to be unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device had a short in the main board. No adverse effects reported.